Manufacturer narrative:
A correlation between the device and the reported bacteremia and intracerebral hemorrhage could not be conclusively determined. Bleeding and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) as destination therapy and had been diagnosed with myeloma after lvad implant. Approximately 4 years and 11 months post-implant, it was reported that the patient expired due to an intracranial hemorrhage. The patient had been recently admitted for bacteremia and was being treated with IV antibiotics. The patient had an unexpected spontaneous intracranial hemorrhage with a therapeutic inr. The lvad was reported to be working well and was not explanted.